Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller reported that the patient (pt) indicated that their implantable neurostimulator (ins) was permanently shut off. The caller had no further details. The MRI eligibility report was reviewed. No symptoms were reported. The case was closed. The case was reopened on (B)(6) 2025. The pt called in and stated that they had not had their ins turned on for almost three years, and they should have gotten the ins replaced since then. Right after they got the new ins implanted in (B)(6) 2022 their ins battery shocked and burned them. When they stood up the shocking went down into their legs, so they turned it completely off. The pt did not know if their ins battery or leads were crossed, but stimulation went from the mid part of their back to their legs. The pt needed an MRI done for their left elbow since they were in pain, and they could not get it done until the manufacturer gave them clearance. The agent reviewed the MRI guidelines, and the patient noted that since they had turned off their ins they have had mris and x-rays done. The pt went to get an MRI two years ago, and a tech turned the ins into MRI mode. The agent reviewed the MRI guidelines. The patient said their ins would not charge for it was dead. They tried to charge the ins and controller but neither would recharge. Troubleshooting was not done since the pt did not have their device present. The pt said they would call back for further troubleshooting on recharging the controller and the ins. The agent closed the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported when their hcp put the new ins in their back they were feeling long moments of surge of electricity in their hips and back. They could not walk or move; they would scream. Patient reported they still are not realizing what caused this. The stimulation was off, not on. Patient stated they shut off the ins as a result. Patient reported they believe they will be having it removed due to needing MRI and not being able to do mris because of being implanted.